Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia and the insulin pump had an open book image on the insulin pump screen. The customer reported high blood glucose levels of over 30.0 mmol/l at the time of the incident. The customer reported that the insulin pump was neither bumped nor dropped. The customer removed the battery but were unable to silence the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.

Manufacturer narrative:
Device received with critical pump error alarm due to main download timeout or external flash crc test failed. Unable to determine the root cause, problem isolated to electronic assembly.